Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument worked on two occasions, but the instrument's jaws would not open on the third attempt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and could not be replicated nor confirmed. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times and passed each time. The instrument was fully functional. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.